Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up could not be attempted due to lack of information regarding the lead, patient, and event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the distal conductor was fractured, the defibrillation coil was distorted, several conductors were distorted, the distal conductor was stretched, there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was stretched; distal segment returned and analyzed.